Manufacturer narrative:
We have now concluded our investigation into this complaint. The returned pump was received by our investigation team. Unfortunately we were unable to test the device as test equipment failed to produce any readings. It has not been possible at this time to identify a reason as to why our test equipment would not produce any readings for this device. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Unfortunately, at this time an exact root cause cannot be determined. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that several hours after starting npwt utilizing pico, it was found the pump was not working. No indicator lump was illuminated at that time. It is unknown when the pump stopped working. The batteries were exchanged, but the pump did not work again. The treatment was continued with another pico. No patient harm. No delay. The pump will be returned for investigation.